Event description:
Patient presented to the physician with an infection at the chest incision site. Based on the findings, the physician suspected the infection may have originated from a recent cardiac procedure unrelated to inspire and potentially spread to the ipg site. Imaging was performed to confirm the infection. Physician prescribed antibiotics. Physician brought the patient into the or and removed the entire inspire system. Patient to continue previously prescribed antibiotics.